Manufacturer narrative:
Based on the information provided, it cannot be determine that the alleged infection is related to activ.a.c.¿ ion progress¿ remote therapy monitoring system. Multiple unsuccessful attempts were made to obtain additional clinical information. Device labeling, available in print and online, states: warnings: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On (B)(6) 2020, the following information was reported to kci by the family member: on (B)(6) 2020, the patient was admitted to the hospital for events unrelated to vac therapy. The patient allegedly developed a "little" infection and had a procedure to remove the infection from patient's chest wound on (B)(6) 2020. Patient remains in the hospital. On (B)(6) 2020, the following information was reported to kci by the case manager: the patient remains in the hospital. No additional information available. A device evaluation for activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.

Event description:
On (B)(6) 2021, quality engineering completed an evaluation of the device. On (B)(6) 2020, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci field service and passed the quality control checks and met specifications. Additionally on (B)(6) 2021, the device was tested per quality control procedure by kci quality engineering and passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction of the unit.

Manufacturer narrative:
Based on the additional information received regarding the device, kci's assessment remains the same; it cannot be determine that the alleged infection is related to activ.a.c.¿ ion progress¿ remote therapy monitoring system. Multiple unsuccessful attempts were made to obtain additional clinical information. The device passed quality control checks before and after placement.